Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis while hospitalized for gastroparesis. The patient was treated with cefazolin intraperitoneally (dose and frequency unknown). Further treatment, diagnostic testing, and interventions were unknown. The cause of the peritonitis was unknown. The patient was discharged from the hospital 8 days prior to receipt of this report and was recovering from peritonitis. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. A review of all batch record documents for potentially associated lot number gd895425 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).